Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-l PICC catheter with stylet inserted for evaluation. Visual inspection did not reveal any defects or deformities. The total length of the catheter body was measured to be 521 mm which is not within specifications of 551.6-556.4 mm per coated catheter product drawing because the catheter had been cut. This indicates that at least 30.6 mm of the catheter were not returned. The outer diameter of the distal lumen measured to be 0.095" which is within specifications of 0.093"-0.097" per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured to be 0.057", which is within specifications of 0.055"-0.059" per distal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. The outer diameter of the proximal lumen measured to be 0.09395" which is within specifications of 0.093"-0.097" per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured to be 0.057", which is within specifications of 0.055"-0.059" per proximal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. The catheter was flushed using a lab inventory syringe to ensure there were no blockages. The catheter was then connected to a leak tester and tested according to bs en iso-10555-1 annex c which states, "there shall be no liquid leakage in the form of a falling drop of water at 300 to 320 kpa (43.5 to 46.4 psi) for 30 sec." The distal end of the catheter was occluded, and each lumen was connected to the leak tester and pressurized to 310 kpa and held for 30 sec. No leaks were observed in either extension line. A manual tug test confirmed the proximal and distal extension lines were fully secured within their luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of an extension line leak was could not be confirmed through complaint investigation of the returned sample. The catheter and both extension lines passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings. Based on these circumstances, and the sample returned, no problem was found with the device. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports leakage (possibly holes) in the line between the junction hub and the luer lock connector clinical consequences: none. Patient is fine. The line was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports leakage (possibly holes) in the line between the junction hub and the luer lock connector clinical consequences: none. Patient is fine. The line was replaced.